Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had 8 months remaining. The device was checked 2 months ago with 3 months remaining. Field representative wanted to know how the battery could improve. Boston scientific technical services (ts) discussed in general battery estimates, typically does not recommend replacing until elective replacement indicator (eri) is reached since battery might improve. Also, ts discussed physician discretion to replace device. This was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned implantable cardioverter defibrillator was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had 8 months remaining. The device was checked 2 months ago with 3 months remaining. Field representative wanted to know how the battery could improve. Boston scientific technical services (ts) discussed in general battery estimates, typically does not recommend replacing until elective replacement indicator (eri) is reached since battery might improve. Also, ts discussed physician discretion to replace device. This was explanted and replaced. No additional adverse patient effects were reported.